Event description:
The sales representative reported on behalf of the customer that the as-ifs2 was used during an radical hysterectomy and staging (gynae oncology) on approximately (B)(6) 2021 when it was reported pressure and flow in smoke evacuation is not stable and erratic. The procedure was completed as planned after a 30-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The patient is reported as being in ¿satisfactory¿ condition. Conmed australia is reporting to the tga in australia; therefore, a medwatch report will be filed in conjunction with all outside u.s. Adverse events filings. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation found the fault was confirmed in report; pressure and flow in smoke evacuation is not stable and (is) erratic. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use and during procedures. Non-observance of the instructions listed in this manual can lead to life threatening injuries of the patient, severe injuries of the surgical team, nursing staff or service personnel, or damage or malfunction of the device and/ or accessories. Additionally, pages 46 and 47 of the manual identifies warning, error and critical messages and the associated remedial actions to be taken. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs2 was used during an radical hysterectomy and staging (gynae oncology) on approximately (B)(6) 2021 when it was reported pressure and flow in smoke evacuation is not stable and erratic. The procedure was completed as planned after a 30-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The patient is reported as being in ¿satisfactory¿ condition. Conmed (B)(4) is reporting to the tga in (B)(6); therefore, a medwatch report will be filed in conjunction with all outside u.s. Adverse events filings. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.